Event description:
A user facility reported a saline bag back filled during dialysis paused mode. Saline bag noticed to be overfilling immediately after patient was taken off treatment. Facility stated that a patient was not connected to the machine at the time of the incident. There were no parts replaced on the device by the technician. Machine has not been returned to the manufacturer.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during dialysis paused mode. The user visually observed the saline bag refilling with dialysate during dialysis paused mode; saline bag noticed to be overfilling immediately after patient taken off treatment. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.